Manufacturer narrative:
This product is registered as a combination product. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During an unrelated device exchange procedure, noise episodes that resulted in oversensing were noted on the right atrial (ra) lead. It was then observed that there was insulation damage on the ra lead. The ra lead was capped and replaced to resolve the event. The patient was stable with no consequences.